Event description:
Reportedly, a plastic component disengaged from the instrument into the patient cavity and could not be retrieved from the patient cavity as it was undetectable by x-ray photography. Patient status: unk.